Manufacturer narrative:
Unit passed rewind test; it failed prime / seating test during testing due to a faulty force sensor. Unable to perform displacement, basic occlusion, force sensor, occlusion tests or verify no delivery alarm due to the faulty sensor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow block alarm during priming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.